Event description:
It was reported the asymptomatic patient presented in clinic. Upon interrogation, it was observed the patient's pacemaker had overestimated the battery longevity. No intervention was performed. The patient was stable.